Event description:
The daughter of a (B)(6) male pt called zoll customer support to report that the pt was receiving battery charger failure. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a shorted q1 transistor. The root cause for the shorted transistor could not be positively identified. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.